Manufacturer narrative:
The paxscan for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the system displayed two errors and startup could not be completed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The command processor was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6) hospital, (B)(6). Number of persons exposed: unknown. Number of persons affected: none.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that when they took a radiographic image, there were streaks and lines on the scan. They tried one more spin and the x-ray did 1/3 of the spin and then the orange light on the mobile viewing station lit up. They tried a fluoroscopic spin and it did not work. The imaging system was removed from the operating room and they rebooted the system. It was still unable to take an image and there was a red "x" displayed on the pendant and everything else was green. The site continued the procedure with another imaging system. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. It was noted that there were two unused images associated with the event. No further information was available.